Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were noted at 9.4-11.6cm from the distal tip. Internal insulation abrasion was noted at 8.2-9.3cm, and 31.5-31.8cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 7.9-11.0cm from the distal tip. The etfe coating was abraded at this location. Reliability laboratory technician. Jude medical crmd reliability laboratory.